Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple cables unless the customer maneuvered the usb cable at a certain angle. There was no impact to the customer's blood glucose (bg) level. Customer indicated current pump would continue to be used for diabetes management.